Manufacturer narrative:
An event of device deformity was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025 a 8mm amplatzer septal occluder was chosen for implant using a 7 f amplatzer trevisio intravascular delivery system. The shirt had caused the occluder to take form of a cobra deformation on two occasions , the first time the cobra deformation occurred inside the patient and second time before the patient was admitted to the hospital. The procedure was completed using a new 8mm amplatzer septal occluder with 7 f amplatzer trevisio intravascular delivery system. The patient is reported to be stable with no adverse consequences.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.